Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive device was not going in reverse and then would not ¿work at all¿. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.